Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. On the same date as onset, the patient was hospitalized for this event. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available as the reporter declined follow up.